Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the patient receive any pre-op chemotherapy or radiation? Unknown what healthcare professional fired the device and what is his/her experience? Chief doctor what purse string technique was utilized? Unknown. Where in the green gap setting scale was the indicator located prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Were the donuts inspected? If so, please describe. Incomplete. When the washer was checked, what was meant by ¿it was cut off¿? It means, the washer was completely cut. Was the washer inspected and found to be completely cut? Yes. Was the procedure completed laparoscopically? Yes. What is the current patient status? Stable and left from hospital.

Event description:
It was reported that during a cancer surgery, incomplete cut line. The patient is with rectum cancer. During the laparoscopic total resection of rectum, after fired, without audible feedback, found the tissue with incomplete cut line, and some staples malformed, checked the breakaway washer, it was cut off. The patient was bleeding without blood transfusion, changed the domestic product to anastomose the wound and stop bleeding. The surgery delayed about one hour, made temporary colostomy. The patient is stable and in the hospital now.

Manufacturer narrative:
(B)(4). Batch # r58e63. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition with the knife damaged and marks were noted on the washer, the condition on the washer and the knife is consistent with the device been fired over existing staples or a hard object. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Updated device evaluation summary: initial analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition with the knife damaged and marks were noted on the washer. The condition on the washer and the knife is consistent with the device been fired over existing staples or a hard object. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional analysis: the primary intent of the analysis was to measure force-to-fire in a lab setting and to determine if malformed staples were noted when fired. This device was received in for further investigation after initial analysis. The device was fired using the force-to-fire equipment, with ils reloads on test skins at the high ¿b¿ setting. (This is a conservative approach for staple formation.) Firings were performed by r&d design engineer. No malformed staples were observed during firing. The washer was cut during the firing stroke. The force-to-fire values were below the specification limit of (B)(4) and within the manufacturing control limits.